Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis. On an unreported date, the patient experienced an unspecified infection (details not provided). On an unreported date, the patient was hospitalized due to infection. Treatment was not reported. Subsequently the patient experienced peritonitis and was hospitalized two days later for the peritonitis. However, the treatment rendered for peritonitis was not reported. Concomitant therapy was not reported. On an unreported date, dianeal therapies were withdrawn. However, the patient outcome was not reported. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Per review of the batch records of potentially associate lot gd894188. No nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional information become available, a follow-up report will be submitted. (B)(4).